Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert. The customer's blood glucose level was 83 mg/dl. The customer plugged the charging cable into an alternate wall adapter and was able to successfully charge the pump.